Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being used in a procedure when the tip fell off and into the surgeon's hand. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The device was not available for evaluation.

Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being used in a procedure when the tip fell off and into the surgeon's hand. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer.